Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the distal stent strut rows were noted to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 60% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.50x28mm promus element plus drug-eluting stent (des) was advanced but failed to cross. Subsequently, a 2.25x24mm promus element plus des was then advanced but also failed to cross. The devices were completely removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.